Event description:
Literature summary: cerebral strokes can disrupt descending commands from motor cortical areas to the spinal cord, which can result in permanent motor deficits of the arm and hand. However, below the lesion, the spinal circuits that control movement remain intact and could be targeted by neurotechnologies to restore movement. The authors report results from two participants in a first-in-human study using electrical stimulation of cervical spinal circuits to facilitate arm and hand motor control in chronic post-stroke hemiparesis. Participants were implanted for 29 days with two linear leads in the dorsolateral epidural space targeting spinal roots c3 to t1 to increase excitation of arm and hand motoneurons. The authors found that continuous stimulation through selected contacts improved strength (for example, grip force +40% scs01; +108% scs02), kinematics (for example, +30% to +40% speed) and functional movements, thereby enabling participants to perform movements that they could not perform without spinal cord stimulation. Both participants retained some of these improvements even without stimulation and no serious adverse events were reported. While the authors cannot conclusively evaluate safety and efficacy from two participants, their data provide promising, albeit preliminary, evidence that spinal cord stimulation could be an assistive as well as a restorative approach for upper-limb recovery after stroke. Reported event: 1. One patient's leads migrated 2 to 5 mm by day 7 post implant. It was noted that it did not cause any change in therapy parameters. The leads were removed after 29 days (which was the expected/scheduled implantation length). See attached literature article.

Manufacturer narrative:
Literature reference: powell mp, verma n, sorensen e, carranza e, boos a, fields dp, roy s, ensel s, barra b, balzer j, goldsmith j, friedlander rm, wittenberg gf, fisher le, krakauer jw, gerszten pc, pirondini e, weber dj, capogrosso m. Epidural stimulation of the cervical spinal cord for post-stroke upper-limb paresis. Nat med. 2023 mar;29(3):689-699. Doi:(B)(6). Epub 2023 feb 20. Pmid: 36807682. D.2. The device was used for an off label indication; see b5. Continuation of d10: product ID 977a260 lot# serial# (B)(4). Product type lead product ID 977a260 lot# serial# (B)(4). Implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4) , ubd: 13-apr-2025, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4) , ubd: 13-apr-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.